Event description:
The service report shows the customer alleged the 840 ventilator stopped cycling while in use on a pt. The customer reported that the pt was not harmed or injured. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error codes in memory. The cse replaced the analog interface pcb and the unit passed extended self testing.